Manufacturer narrative:
Device issue with inomax dsir (B)(4). The device investigation was completed on 02-dec-2015. The regional service center (rsc) service log review revealed a delivery failure (df) alarm raised for main supply voltage out of tolerance occurring before the low battery alarm raised. The valid range for the main supply voltage is 2435 to 4075 counts (actual: 2435 counts). Although identified in the service log, rsc did not experience a df alarm due to main supply voltage out of tolerance but did replace the battery due to service log findings. A full functional test was performed and the device operated according to specifications so it was returned to the device service pool. The root cause for this report was smart battery: delivery failure alarm for low voltage followed by low battery alarm (fuel gauge drift). This condition will be tracked and trended under the company's quality system. This case did not result in an adverse event/serious adverse event; however, it is being submitted to regulatory authorities because a similar failure occurred in the past which resulted in a serious adverse event (MDR 3004531588-2014-00002).

Event description:
On (B)(6) 2015 a respiratory therapist (rt) from the united states called mallinckrodt customer care to report physical damage with inomax dsir (B)(4). The device was not in use on a patient at the time of the event. There was no impact or harm to the patient reported. Inomax dsir (B)(4) was removed from service and returned to the company for service evaluation. This is being reported as it is considered a reportable malfunction.